Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized after receiving multiple shocks for ventricular fibrillation (vf). X-ray imaging confirmed lead placement. A ep study was ordered, however the physician did not feel the patient was in good enough health to complete the study. A electrogram (egm) revealed noise/artifact suggestive of myopotential in nature. The noise was over-sensed by the device, and did result in pacing inhibition for 1 second. A technical service (ts) consultant reviewed available device data from the home monitor, advising that this patient has a history of multiple anti-tachycardia pacing (atp) episodes with multiple shocks for ventricular fibrillation. The patient was discharged home. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.